Event description:
Procedure type: sigmoidectomy. According to the reporter: after firing, the clip would not release from the jaws. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).